Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had no power during infusion. No patient injury reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was removed. No case damage was observed on the pump. Functional testing duplicated the reported issue. Contamination and corrosion were found inside the device. The investigation determined that this was the cause of the reported issue. According to the investigation, this issue was a result of the customer's physical damage to the device. The device assembly was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.